Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve, inability to advance a delivery system was reported. Due to stenosis in the access vessel, balloon angioplasty was performed and a 14 fr esheath+ was inserted. A commander delivery system was advanced into the sheath but could not be passed through it. Both the sheath and the delivery system were removed. The stent portion of the s3ur valve was found to be protruding through the blue sheath shaft. The blue sheath shaft was torn by about 1cm. New devices were used for the procedure, and a s3ur valve was successfully implanted. There was no injury to the access vessel. Per medical opinion, the event was patient related. Per follow-up communication, there was no frame damage to the valve.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the inability to advance through the sheath was confirmed based on available information, which suggests patient factors (undersized vessel, calcification) likely contributed to the event as it was reported that 'access vessel stenosis was about 5mm with calcification' and 'the event was patient-related'. The minimum luminal diameter (mld) for the patient was about 5mm while the mld for 14f esheath+ is greater than or equal to 5.5mm. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In this case, the sheath puncture was empirically confirmed. Available information suggests procedural factors (high push force) and/or patient factors (undersized vessel, calcification) likely contributed to the event. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway (undersized and calcified), it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (i.e. Puncture) if compounded with challenging anatomy. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.